Manufacturer narrative:
The reported event of communication, capture, and telemetry anomalies were not confirmed. Interrogation of the device revealed it was above eri when received. Longevity assessment was performed, and the pacer was in the normal range of operation with appropriate remaining longevity. The device was tested on the bench using automated testing equipment, and no anomalies were found. Additionally, visual inspection of the header and connectors found no contaminants or foreign material that could have contributed to the reported complaint.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post lead revision procedure, after multiple programming sessions, the high-speed telemetry quota was exceeded; the pulse generator was in rf lockout, making the device difficult to be programmed. The physician elected to explant and replace the device. The patient was recovering.